Event description:
It was reported by repair work order that the calf support would not secure into place due to a malfunctioning abduction ring. It was also reported that the calf support mounts were corroded due to fluid intrusion. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.